Event description:
It was later reported that the physician replaced the pump to a smaller size and moved the pump pocket site to the right subpectoral. Therapy was not interrupted and the patient was doing well.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8 590-1 lot# n284594, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that a flipped pump was suspected but not confirmed. There were no patient symptoms or injuries related to the event. The device system was used to deliver infumorph and bupivacaine. It was later reported that it was unknown if any troubleshooting or actions were taken. However, the patient was doing well and had been receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump was placed in the subpectoral location and the patient was doing well. The pump was surrounded by a sterile seroma. The patient was receiving effective therapy. It was later reported that the seroma was discovered during the surgical intervention on (B)(6) 2013 to revise the pump pocket due to flipping. There was no cause determined for the seroma but it was not determined to be device related. The healthcare provider (hcp) stated that it was more likely the seroma was caused by the pump flipping around in the pocket and rubbing up against the surrounding tissue.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that, in (B)(6) 2013, the clinic staff was unable to access the refill port to refill the pump due to the pump being too deep and moving. It was noted that the pump was implanted in the anterolateral abdomen. All information pertaining to this event will now be reported under this manufacturer report #. Please see manufacturer report #s 3007566237-2013-03279 and 3004209178-2013-16211 for previously reported information regarding this event.